Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. Correction: d4 lot #. Information from customer confirmed the lot # is 17j012. H4: the lot was manufactured from september 16, 2017 - september 18, 2017. H10: the actual sample was received containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within specifications. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate would not flow and failed to infuse. This issue was identified during use of the device. The device contained 1000mg vancomycin in 100ml of 0.9% sodium chloride. The patient has since finished treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.